Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system experienced episodes of syncope. The patient was hospitalized and upon review it was determined that there were several high rate episodes stored. The episodes were stored due to noise and oversensing. Additionally, the right atrial (ra) pace impedance measurements were greater than 2,000 ohms and there was loss of atrial capture. There were concerns that the leads were under-inserted. Furthermore, there were questions regarding the functionality of the minute ventilation feature. It was determined from engineering review that the mv signal was being sensed inconsistently. A revision procedure was to be performed in the near future. In the mean time the device was programmed to pace/sense in both the atrium and ventricle and the ra polarity was programmed to unipolar. Additional information was received that this patient underwent a revision procedure. Upon reopening the pocket it was discovered that the ra land rv eads were not properly inserted into the header of the device. During the procedure the ra lead was checked with pacing system analyzer (psa) and all parameters were within the range. When the leads were reconnected in the device header and it was verified that all measurements were within range on the programmer. No further complications were reported.